Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert the zso-7-12 in the cbd. The nurse straighten the pigtail of the zso using the included straightener while preparing the procedure. She tried to pass a wire (0.025" visi2 straight) through the zso straightened, but it was impossible (pr 394730 / MDR ref# (B)(4)so she gave up and used the new zso-7-12, they did not change the wire guide (pr 405934). Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 27-feb-2024.

Manufacturer narrative:
Device evaluation: the 1 x zso-7-12 zimmon biliary stent of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file captures the use of an incorrect size wire guide used with replacement device. This file is related to pr (B)(4): incorrect guidewire was used. User /use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and /or labelling requirement. The user has not complied with the requirements of the IFU and /label. Trending will monitor if any further investigation is required. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records review: manufacturing records review could not be completed as the lot number is unknown. Prior to distribution all devices are subjected to visual and functional checks to ensure device integrity. Instructions for use /or label review: it should be noted that the instructions for use (ifu0045) states the following: "do not use this device for any purpose other than stated intended use". As per the product label, the recommended sized wire guide for use with the device (0.035") is clearly marked and visible. As per information stated a 0.025" wire guide was used. There is evidence to suggest that the customer did not follow the instructions for use/label image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the replacement device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Confirmation of complaint: the complaint is confirmed based on customer/or rep testimony. Corrective action/correction: CAPA pr387756 addresses any necessary corrective actions as a result of this failure mode. Summary of investigation: failure identified: as per customer testimony an incorrect wire guide was used with the replacement device. Confirmed quantity of 1 device, reported used. Investigation findings conclude a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the replacement device. The complaint is confirmed based on customer/or rep testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.